Event description:
It was reported that the patient presented for routine device interrogation. It was noted that the patient's left ventricular (lv) lead was not capturing. Therefore, the physician elected to make programming changes to address the issue. The patient was in stable condition before, during, and after the procedure.